Event description:
It was reported that an unspecified malfunction occurred and as a result an unexpected reset occurred. Additionally, it was reported that an additional malfunction alarm occurred. Customer's blood glucose level was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.